Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. A definitive cause for the reported tissue damage could not be determined. It is possible that multiple grasping of the leaflet contributed to the tissue damage; however, this cannot be confirmed. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the torn leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was no challenging anatomy observed. The first clip was deployed successfully after 4 grasps were made; however, post-deployment the posterior leaflet was observed to be torn along side the clip. The clip was still attached. The procedure plan was to deploy 2 clips total; however, an additional 2 clips were placed along each side of the first clip to stabilize the leaflet. 3 clips were implanted. The final outcome was successful with a final mr grade of 2. No additional information was provided.